Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date na product ID l-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date na; explant date na select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter bioprosthetic valve, upon release from the delivery catheter system (dcs) the valve paddles appeared to remain in the pockets. The dcs was rotated slightly to help free up the paddles, but the paddles still appeared to be attached. The physician began to rotate the dcs handle in the recapture direction and one paddle released. The physician continued to do this action and the second paddle eventually released. The patient was stable throughout the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: b5, d4, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information further clarified that the valve was loaded one time. There were no issues with the load and misload did not occur. The physician initially rotated the entire system in an attempt to release the paddle. As this was not successful, the physician began to turn the actuator handle as if to recapture the valve. The paddles released one by one after this.